Manufacturer narrative:
Investigation conclusion: .a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: phone.

Event description:
Customer reporting suspected 2 false negative sars results on their symptomatic female house mate (symptoms for 3 days). Customer states they are symptomatic (symptoms for 4 days) and positive for sars on this test but their house mate is testing negative. No confirmation testing has been performed on either person. Report 2 of 2